Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to low blood glucose of 40mg/dl. The customer stated that he feels the insulin pump delivered insulin while sleeping. Troubleshooting was performed, and the drive support cap appears to be normal. Reviewed the programming in the device, and the bolus history revealed two boluses of 9.0 units each prior to the paramedic's arrival. The customer mentioned that he was incoherent at that time. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.